Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the cartridge was filled, the needle penetrated the septum so far that insulin "shot" out of the other end. The user's blood glucose level was 160 mg/dl. The user successfully loaded a new cartridge.